Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the floating mass transducer (fmt) extruded through the tympanic membrane. The user was reimplanted.